Event description:
The attorney alleges that as a result of the lead, the patient "suffered extreme physical injury, extreme emotional and psychological distress which included sudden death" and that the patient had an "increased risk of death or major cardiovascular events result." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. It is not known if the lead was explanted post-mortem. Our records indicate the patient expired more than one year ago. The cause of death has been requested, but has not been received. We have no information to suggest the death was lead related.